Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision procedure was performed to reposition this lead. During the revision procedure, the physician was able to retract the helix; however, it could not be re-deployed. Therefore, the physician decided to implant a new lead. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision procedure was performed to reposition this lead. During the revision procedure, the physician was able to retract the helix; however, it could not be re-deployed. Therefore, the physician decided to implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The dislodgement allegation was not confirmed, as lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.